Event description:
Received information stating patient was experiencing high bg's.

Manufacturer narrative:
During troubleshooting it was identified patient was using cold insulin. T:slim user guide states: caution - >> insulin should be at room temperature before filling cartridge.